Event description:
It was reported that pre-operation the bearings were bad/loud and running rough. At the time of report, there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of bearings bad/loud and running rough was confirmed. The likely cause of failure was due to distal bearing being seized. It was also noted that the spacer(s) were found corroded and laser markings were illegible/faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.